Event description:
On (B)(6) 2015, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the patient had tortuous iliac arteries, and the physician elected to use a 0.035 terumo stiff guidewire in place of a ¿super stiff¿ guidewire. After the cannulation of the trunk-ipsilateral leg component, the guidewire was inserted in the gate with no issue. The physician then tried to advance the gore® dryseal sheath (dsl1228) into the contralateral gate, but this was unsuccessful because the dilator tip would not pass through the contralateral leg hole. The sheath was left in the common iliac artery. The physician tried to advance a contralateral leg component (pxc141400) outside the sheath, but some resistance was met and the device was would not advance into the gate. A decision was made to withdraw the device. However, the physician was unable to withdraw the device back into the sheath. It was reportedly noted that while he was pulling on the delivery catheter shaft for withdrawal, the pxc141400 and the olive seemed to be fixed in the same position. Withdrawal of the catheter was stopped, at which time it was noted that about a half of the endoprosthesis had unintentionally deployed in the aneurysm sac, outside of the contralateral gate. Another attempt was made to retract the device back into the sheath without success, so the device was completely deployed by pulling on the broken shaft. The device reportedly covered the left hypogastric artery upon deployment. An additional contralateral leg component (pxc141400) was implanted to bridge the trunk-ipsilateral leg component and contralateral leg component. The procedure was concluded with the leading olive and the polyimide guidewire lumen of the delivery catheter reportedly remaining within the patient between the first and the second contralateral leg components. The physician decided to leave the covered hypogastric as it is. The patient tolerated the procedure without any further reported complications.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the access vessel should be of adequate size and appropriate tortuosity of the insertion of the introducer sheath. The IFU states: do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. The IFU also states: do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention. Do not attempt to reposition the endoprosthesis after deployment has been initiated. Vessel damage or device misplacement may result. Additionally, gore recommends to use 0.035¿ (0.89 mm) ¿super stiff¿ guidewire, 145 cm or longer with the gore excluder® aaa endoprosthesis. Also, adverse events that may occur and/or require intervention include, but are not limited to improper component placement, incomplete component deployment and occlusion of device or native vessel.